Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the rep stated that patients are seen at 2 weeks and dressing is removed at that time. Pa only works with this surgeon closes by himself if there are no issues. They are covering the prineo with 4x4s and then wraps area with an ace bandage. The patient goes home from the hospital with just the prineo. Post op recovery plan is average. For application, the pa cleans off the prep and uses saline and dries it well before putting on the prineo. Has used alcohol prior to application in the past. They spread the adhesive with a gloved finger, then remove drapes. Wipes off any extra around the edges. Doesn¿t use excess. It is smooth. The surgeon will ask the patient if they have allergies to adhesives. He is aware of the hypersensitivity risks. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: they noted they've seen many of these which they would want to discuss. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How many patient events occurred? Were they previously reported to ethicon? Is a photo available of patient reaction? Name of surgery? What date /day post op was the reaction noted? What date /day post op was the reaction noted? Were any prescription medications prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a knee surgery on an unknown date and topical skin adhesive was used. They noticed a reaction to the adhesive, patient had some rash on the torso, chest, back and other knee that was not operated on. Device is not returning. Additional information has been requested.